Event description:
Healthcare professional reported, left side exchange, due to patient's concern with the product. Healthcare professional, later reported, rupture. Healthcare professional, additionally reported, "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: white particles observed, on the surface of the device. Observed, wear abrasion on the device. Observed, creases on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported exchange due to patients concern with the product. Healthcare professional later reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported exchange due to patients concern with the product. Healthcare professional later reported rupture. Device has been explanted. This relates to the left side.